Manufacturer narrative:
Corrected data: the 'method/results/conclusion' codes have been updated to reflect the additional information.

Event description:
Further information obtained indicates that the explant was due to the patient's disease progression causing pain in their back while the system was implanted to cover the patient's pain map in their legs. The explant is deemed to be an elective procedure as the system was not implanted to cover the expanded pain map that was outside of the area the device was implanted for.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent explant of the scs ipg for unknown reason (explant date unknown).